Event description:
Customer reported the insulin pump alarmed no delivery twice. Customer's blood glucose was 221 mg/dl. Customer reported he was attempting to bolus when the alarm occurred. Alarm and possible causes were explained to the customer. Customer stated the device was empty. Customer stated he would do a complete set change. Customer at first stated he had 20 units left of insulin left. Upon looking at the reservoir closer, it was about out of insulin. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.